Event description:
The patient presented with a sharp increase in pain along with sweating and nausea. A pumpogram was attempted; the hcp was unable to withdraw. The catheter was noted to be curled up and outside of the intrathecal space. On (B)(6) 2011, the patient underwent catheter revision surgery; the spinal segment of catheter was replaced and inserted retrograde. The pump contained dilaudid. A follow-up report will be sent if additional information becomes available. Refer to MFR report # 3007566237-2012-00890 for events following the catheter replacement reported in this report.

Manufacturer narrative:
Catheter model unknown, serial# unknown, implanted: unk, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).